Event description:
It was stated the replacement programmer resolved the reported issue, but then it was later reported the patient had no stimulation sensation and had a loss of therapeutic effect about a year prior to (B)(6) 2014. The patient experienced severe incontinence since the device had not worked. It was noted that patient had tried to change batteries in their programmer at some point but that did not work. The patient had leakage and was just peeing on themselves and had to wear pads constantly all day long. It was stated it stopped working little by little and gradually got worse since 2011 and they were wearing pads more and more. The patient¿s status was undetermined and the patient was taken to their healthcare provider right after it stopped working. No interventions or outcome were reported regarding this event. If additional information is received, a follow-up report will be sent. Additional information was previously reported in regulatory report #3004209178-2014-13967.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v466242, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).